Manufacturer narrative:
(B)(6). Gore will request additional information from the reporter. It should be noted that the instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ ¿when using this device as a permanent implant exposure occurs, treat to avoid contamination or device removal may be necessary."

Event description:
It was reported to gore that a patient alleges to have underwent a surgical procedure in november 1995 to treat ¿incontinence and organ prolapse problems¿¿ the complaint alleges that ¿during the surgical procedure, ¿gore-tex soft tissue patch¿, item no. 140501301a, lot no. 8717-093 was utilized in a pubo-vaginal sling procedure to address the prolapsed bladder, stress incontinence and female anatomy problems.¿ it was alleged that ¿on (B)(6) 2015, the plaintiff was experiencing pelvic pain and voiding dysfunction and thus she consulted a doctor for a physical examination to determine the source of her pelvic pain. During that examination, it was determined that she had a pelvic organ prolapse (pop) and there was present in her vagina, a ¿suspected mesh prominence.¿ upon completion of an ultrasound examination that date, a ¿large piece of mesh us [sic] noted under the bladder and bladder neck. A second piece of mesh is noted under the urethra¿unable to determine if this is a sling versus two pieces of anterior mesh.¿ as a result of the examination, surgery was planned for the removal of the mesh.¿ it was further alleged that ¿on (B)(6) 2015, the plaintiff underwent surgery to excise the vaginal mesh and the sling. At the time of the removal of the mesh and sling, it was determined that the mesh material had eroded and migrated and bunched up on the right side of the plaintiff, contrary to the position of original implantation. After the surgery, the plaintiff was informed that her pelvic pain and ongoing urinary problems were secondary to the mesh/patch erosion.¿ the complaint states that the patient experienced ¿¿adverse bodily reactions such as pelvic pain, incontinence, dyspareunia, bladder control issues and bowel problems. Along with the physical problems listed above, the plaintiff suffered severe mental anguish and suffered life style problems associated with the defective materials implanted within her pelvic area.¿ additional, event specific information was not provided.

Manufacturer narrative:
No code available (used for ¿bunched up on the right side¿; ¿bladder control issues and bowel problems¿; ¿severe mental anguish and suffered life style problems associated with the defective materials implanted within her pelvic area¿; dyspareunia). The manufacturing records for this lot are beyond the required retention period and therefore, cannot be reviewed.  Although documents are unavailable, standard manufacturing procedures require lot history review before release of the device to ensure compliance with device specifications. Multiple attempts were made to obtain additional information and medical records pertaining to the reported procedures and alleged injuries. However, no additional information or records have been provided to date. A potential relationship, if any, between the alleged injuries or complications and the alleged gore device is unclear from the provided information. It should be noted that the gore-tex® soft tissue patch instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary."

Manufacturer narrative:
The filed lawsuit was never served or pursued. No additional information or records were provided, and the plaintiff voluntarily withdrew the lawsuit on (B)(4) 2018 without any further information or medical records being provided. Therefore, this information is being captured as a false claim. The medwatch report that was previously submitted will be retracted.

Manufacturer narrative:
Confirmed with outside psg that on (B)(6) 2020 the claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. This event will be closed.

Manufacturer narrative:
(B)(4). This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected.